Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the load fill tubing step required more insulin than expected. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose was 160 mg/dl.